Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse event of peritonitis (characterized by abdominal pain), which warranted hospitalization and antibiotic therapy. The etiology of the patient¿s peritonitis is unknown; therefore, causality cannot be established. However, individuals undergoing pd therapy (manual or cycler based) are known to be at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler t can be excluded from the events. There is no allegation or objective evidence indicating a fresenius product(s) or device(s) deficiency, defect or malfunction caused or contributed to the patient¿s serious adverse events. Furthermore (per the knowledge of this reviewer), the patient resumed utilizing the same liberty select cycler at home without any reported issues of machine malfunction or deficiency. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized due to peritonitis. No additional information provided during initial reporting. During follow-up, the patient confirmed they were hospitalized (date not provided) for peritonitis and is continuing to receive intraperitoneal (ip) antibiotics (drug, dose, frequency, duration not provided). The patient states their abdominal pain (reason for going to the emergency room) has resolved and they are recovering from the events. The patient is unaware of the organism cultured or what caused the peritonitis. Subsequent attempts to obtain additional information (e.g., discharge summary, culture results) have thus far proven unsuccessful.